Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(This pc captures the second revision of (B)(4). Patient received a right knee I & d and insert revision to treat wound breakdown, infection, and patellar tendon rupture. The surgeon notes that the patient continued to soak his knee in a tub, which led to wound breakdown and tendon rupture. The patient has not adhered to his antibiotic therapy protocol. Intraoperatively, the surgeon debrided the wound and repaired as much of the ruptured tendon as he could. The surgeon notes there was a defect in the patella due to being exposed, but the patella was well-fixed and retained. There were no reported product problems with the revised tibial insert or the retained patella, femoral component, or tibial tray. The surgeon was unable to fully close the wound and inserted a wound vac. The patient was revised with depuy products. The procedure was completed without complications and the patient has been referred to plastics for reconstruction of the skin. The patient was instructed on how to maintain the wound vac, to abstain from soaking the knee in the tub, and to continue strict adherence to antibiotic therapy. Patient was referred to a skilled nursing facility on (B)(6) 2020. The surgeon believes the patient is unable to care for himself or to comply with antibiotic therapy. Patient medical history: alcoholism, chronic, heavy marijuana use, hypertension, gout, end-stage right knee osteoarthritis with severe valgus deformity. Doi: (B)(6) 2020 dor: (B)(6) 2020 right knee.